Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patients ipg was very superficial and was protruding. It was noted that the patient was having difficulty charging ipg right after a non-device related hand surgery and the patients ipg was shallow and caused discomfort. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. There was no skin breakage. The patient underwent an ipg replacement and was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was very superficial and was protruding. It was noted that the patient was having difficulty charging ipg right after a non-device related hand surgery and the patient¿s ipg was shallow and caused discomfort. The patient will undergo a replacement procedure.